Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting to the abdomen and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting to the abdomen and may have developed paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the upper, mid and lower abdomen (B)(6) 2021 and (B)(6) 2021 using the curve 150 and curve 240 applicators and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional information: b5, h6, and concomitant product. H11: corrected data: d1